Manufacturer narrative:
The incident device has been requested but to date has not been received for evaluation. If the device is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the device's flow was not conforming. Additional information was provided stating that the issue happened during reconditioning test. The device flowed faster than the set rate. No further information provided.